Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load process. Customer's blood glucose was 169 mg/dl. Additionally, it was reported that the customer used 50 units of insulin and the tubing would not fill as customer did not see insulin exit the tubing. The supplies were changed to address the event and insulin delivery was resumed.